Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the indwelling catheter was maintained normally during the indwelling period, and the steel needle came out of the heparin cap linked to the catheter after the patient went to the restroom on (B)(6), and the nurse found that paclitaxel liquid oozed from the place where the connector decompression sleeve was connected to the catheter about 1 hour after changing the film, and found that the catheter was damaged, resulting in the outflow of about 400 ml of liquid medicine, and the patient was cleaned in time and the catheter was pulled out. The patient needs to be re-inserted into a new catheter for subsequent treatment.